Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. After inserting the vizigo¿ sheath into the right atrium, the physician recognized that blood was leaking out of the hemostatic valve of the vizigo¿ sheath. After exchanging the vizigo¿ sheath to a new one, the issue was resolved. The procedure was delayed by 3 minutes. The procedure was successfully completed with no patient consequences. The physician and the biosense webster inc. (Bwi) representative did not see any broken or separated part, but they thought that there must be something wrong with the hemostatic valve because blood was leaking out of this valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and no air entered the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. It was just leaking a little bit.

Manufacturer narrative:
The exact date of event is unknown. Only the event year was provided and therefore, this field was populated with (B)(6)2022. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 22-jun-2022. The device evaluation was completed on 11-jul-2022. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. After inserting the vizigo¿ sheath into the right atrium, the physician recognized that blood was leaking out of the hemostatic valve of the vizigo¿ sheath. After exchanging the vizigo¿ sheath to a new one, the issue was resolved. The procedure was delayed by 3 minutes. The procedure was successfully completed with no patient consequences. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record (DHR) evaluation was performed for the finished device 50000073 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).